Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 6 mm. Angioguard embolic protection device was used. The patient was reported to have a neurological deficit upon leaving the angiography suite post-procedure. The patient was reported to have experienced a stroke that occurred during removal of the angioguard device. The patient expired the next day. The event onset was sudden and was characterized by right hemitaxia. The event was reported to be unrelated to the study devices and was related to the procedure and anticoagulation. The act was (B)(4). The patient was symptomatic for the procedure. The proximal lica target lesion was reported to be: a 70% stenosis, 29 mm. Length, absent of thrombus, 7 mm. Reference diameter, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 30%.

Manufacturer narrative:
The report received from the sapphire study indicated that the patient had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 6 mm. Angioguard embolic protection device was used. The patient was reported to have experienced a neurological deficit, diagnosed as a stroke, which occurred during removal of the angioguard device. The patient expired the next day. The event onset was sudden and was characterized by right hemiataxia. The event was reported to be unrelated to the study devices and was related to the procedure and anticoagulation. The patient was symptomatic for the procedure. The proximal lica target lesion was reported to be: a 70% stenosis, 29 mm. Length, absent of thrombus, 7 mm. Reference diameter, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 30%. The patient's medical history includes: hypertension with high risk criteria including post radiation treatment and previous cea recurrent stenosis. (B)(4): the product was not returned for inspection. Lake region lot number 10046979 which is cordis lot number 70811542. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10046979. This packaging lot contained 172 units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00040 and #9616099-2012-00264.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00040 and #9616099-2012-00264.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. Adjudication minutes received on (B)(4) 2012 were reviewed. The adjudication committee agreed with the code of cva on (B)(6) 2012 and subsequent death the following day. This agrees with the code of stroke with the outcome of death. The notes also mention that there was a "brief resistance during removal of the protection device". This will be coded to MDR reportable withdrawal difficulty. The report received from the (B)(4) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 6 mm. Angioguard embolic protection device was used. The patient was reported to have experienced a neurological deficit, diagnosed as a stroke, which occurred during removal of the angioguard device. The patient expired the next day. The event onset was sudden and was characterized by right hemiataxia. The event was reported to be unrelated to the study devices and was related to the procedure and anticoagulation. The patient was symptomatic for the procedure. The proximal lica target lesion was reported to be: a 70% stenosis, 29 mm. Length, absent of thrombus, 7 mm. Reference diameter, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 30%. Additional information received from the adjudication minutes indicated that a CT of the brain without contrast was performed approximately three hours post-procedure showed an evolving left mca distribution stroke, with contrast staining of the left cerebral hemispheric subarachnoid space. A CT of the brain without contrast on the day after the index procedure revealed a large area of hemorrhage involving the left middle cerebral territory with marked mass effect and 14 mm of midline shift to the right. There was obliteration of basilar cisterns and dilatation of the right temporal horn compatible with brainstem herniation. The neurology consultation report noted the patient was completely aphasic and unable to express. The patient's medical history includes: hypertension with high risk criteria including post radiation treatment and previous cea recurrent stenosis. (B)(4): the product was not returned for analysis. Lake region lot number 10046979 which is cordis lot number 70811542. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10046979. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported withdrawal difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00040 and #9616099-2012-00264.

Manufacturer narrative:
Additional information was received/adjudication minutes reviewed: new information was provided in the adjudication minutes regarding medical history (tia). The notes also mention that there was a "brief resistance during removal of the protection device". Additional medical history, and stroke treatment information was received. Additional information received from the adjudication minutes indicated: the site reported a 30% final residual target lesion stenosis. A CT of the brain without contrast on approximately three hours post-procedure showed an evolving left mca distribution stroke, with contrast staining of the left cerebral hemispheric subarachnoid space. There was a small amount of hyperdensity in the left high convexity subarachnoid space, which may reflect diffuse contrast; however subtle acute blood products could not be excluded. The nih stroke scale score was 7 due to no loc questions answered correctly, minor facial paralysis, mild-to-moderate sensory loss, severe aphasia, and mild-to-moderate dysarthria. A CT of the brain without contrast on the day after the index procedure revealed a large area of hemorrhage involving the left middle cerebral territory with marked mass effect and 14 mm of midline shift to the right. There was obliteration of basilar cisterns and dilatation of the right temporal horn compatible with brainstem herniation. The neurology consultation report noted the patient was completely aphasic and unable to express. Right arm strength was 0/5 and right leg strength was 1/5. The nih stroke scale score was 36 due to level of consciousness, no loc questions answered correctly, no loc commands performed correctly, forced deviation, complete facial paralysis, no left or right extremity movement, severe to total sensory loss, mute language, severe dysarthria, and complete neglect. The site reported this event a stroke (intracerebral/subarachnoid hemorrhage). The patient died. The site reported the death as neurological. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00040 and #9616099-2012-00264.